Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. A review of the device log indicates the customer was not in the correct lead view. The user applies monitoring electrodes, and a ventricular fibrillation rhythm is displayed. The end user charges the device and auto selects pads view; the signal is displayed for the remainder of the case and multiple discharges are provided. The customer disclosed that they recently reconfigured their devices to auto start up in lead ii rather than pads which may have confused the crew. The configuration has been switched back to auto start up in pads view. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a 65-year-old male patient, the device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated.